Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2008. Subsequently, it is alleged the patient was revised on (B)(6), 2008, due to pain. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01158 / 01160). This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.